Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient, who had a previous order for low flow software, was issued a new backup system controller and required software to be adjusted to 2.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller requiring an exchange was unable to be confirmed. The system controller was not returned for analysis. Multiple good faith efforts were sent in attempt to obtain additional information regarding the serial number of the system controller, the reason for issuing a new system controller, if log files were available, and if any product would be returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had presented outside the hospital for low-flow alarms. The patients controller did not have the low flow software from the manufacturer that was on the previous controller, thus their baseline flows of 2.5l were setting off the low flow alarm. The controller and backup controller were updated with the low flow software to alarm at 2.0l flow. They were seen by the physical therapist/occupational therapist. The patient had no syncope, presyncope, or any other symptoms associated with the low flow. An echo was performed and was stable.